Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Additional product code: hwc. (B)(4). Not implanted or explanted device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 19th january 2015 expiry date: 1st january 2025 article was sterilized by supplier (B)(4). Article 04.211.034 was manufactured in the us with lot number 7881268. Manufacturing location: (B)(4), manufacturing date: 22-dec-2014 part #: 04.211.034, lot #: 7881268 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 34mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery for olecranon fracture, the reported screw was not locked and started idling in the second proximal hole of the reported plate when the surgeon tried to lock the screw according to the technical guide. Although then the surgeon inserted other brand-new screw into the same plate hole after successful removing the reported screw, the new screw also started idling and the surgeon failed removing the screw. The surgeon decided not to remove the new screw from the plate hole and just closed the surgical wound to complete the surgery. 15 minutes surgical delay was reported. No patient harm was reported. This complaint involves 2 parts. Concomitant device: 1x 04.107.304s / lot 9969474 (2.7mm/3.5mm ti va-lcp olecranon pl 4h/lt/116mm-ster). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation including was performed for the subject device ( 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 34mm, part number 04.211.034s, lot number 9328276). The subject device was received for investigation with the complaint stating that during surgery for olecranon fracture, the reported screw was not locked and started idling in the second proximal hole of the reported plate when the surgeon tried to lock the screw according to the technical guide. Although then the surgeon inserted other brand-new screw into the same plate hole after successful removing the reported screw, the new screw also started idling and the surgeon failed removing the screw. The surgeon decided not to remove the new screw from the plate hole and just closed the surgical wound to complete the surgery. A 15 minute surgical delay was reported. No patient harm was reported. As previously reported, the device history record review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Microscopic investigation shows clearly that the locking thread is badly damaged. The complaint condition is confirmed. The tread is plastically deformed what does not allow locking the screw head in the plate as foreseen. Also the thread at the screw shaft is deformed. This observation led to the conclusion that the screw was not properly aligned during insertion, as result; the thread came into hard contact with the plate what finally caused the reported damage of the threads. Therefore the root cause was identified as handling error during insertion. A manufacturing issue can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.